Event description:
Information received by medtronic indicated that the customer had increase in blood glucose. The troubleshooting was performed and ineffective bolus despite change of insulin reservoir and catheter tubing. The hyperglycemia problem resolved with pump. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). S/w 4.11d retainer ring=clear. On (B)(6) 2021 customer called in with the following concern: high blood glucose. P-cap locked in place properly during testing. Insulin pump was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. During download review no relevant alarms confirm in download history files to confirm complain code. Proceed it by cutting insulin pump open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage on anomalies noted during visual inspection. Insulin pump was received with cracked retainer ring. In conclusion, customer concerns are not confirmed. No relevant alarms noted in download history review and testing of the insulin pump was successful. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states. Medtronic, inc.